Manufacturer narrative:
It was reported that during an initial bunion surgery on (B)(6) 2026, the patient experienced a fracture. The proximal phalanx cracked after insertion of the implant, which remains implanted. The surgeon inserted two crossing k-wires for additional support. It was noted that the patient had poor bone quality. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the information provided, the most likely cause is the patient's poor bone quality. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery on (B)(6) 2026, the patient experienced a fracture. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.